Event description:
Customer reported experiencing a low blood glucose level of 46 mg/dl. Cause was not known. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated though an intravenous fluid, juice, and crackers. A pump log review was performed the pump is functioning as intended.

Event description:
Customer reported experiencing a low blood glucose level of 46 mg/dl. Cause was not known. Reportedly, the customer was already admitted to the emergency room for vomiting, so the customer was treated though an IV, and received juice and crackers. A pump log review was performed the pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.